Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. (B)(4). Six complaints were received during this report period. All were determined to be misapplication. All 6 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 6 </noe> malfunction events which are associated with undesired damage or breakage of those materials used in device construction. These reports were received from various sources. Patient information was confirmed for 1 event. Age is (B)(6).